Manufacturer narrative:
(B)(4).

Event description:
It was further reported that target lesion located in the left anterior descending (lad) artery was 70% stenosed with mild tortuosity and mild calcification. The 2.5x15mm maverick balloon was inflated to 2 atms.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a balloon angioplasty procedure, the marker bands were malpositioned on the catheter. The target lesion was located in the left anterior descending (lad) artery. As the 2.5x15mm maverick2 balloon was inflated the physician noted that the balloon marker bands were both distal to their appropriate position. The procedure was completed with this device. No patient complications were reported and the patient status is stable.